Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose level was 257 mg/dl. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.